Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and though the device was not returned for inspection, it is likely the cause is due to a faulty main board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event details (b5).

Event description:
The event occurred four times during the cholecystectomy procedure. There was a delay in the time in which the user restarted the equipment. No patient injury or harm was confirmed to be reported.

Manufacturer narrative:
Olympus was further informed that the equipment will not be returned for evaluation, nor will it continue to be used in the hospital as the user facility is considering a new purchase. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ola) was informed by the technician at the user facility that the high flow insufflation unit "stopped working and the screen turned black, leaving only the green power button on. The alarm also began to sound continuously. The equipment then turned off and once it turned on again, it seemed to work well, but kept having the same problem again afterwards. The intended procedure was completed. The same device was used to complete the procedure." No patient injury or harm was reported.